Event description:
It was reported the patient experienced ineffective stimulation with their scs system because both cervical leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.